Event description:
A surgical facility reported a crack in the housing caused a ¿short¿ and burned a pt. The surgeon removed add¿l tissue and the result was good and the pt described as fine.

Manufacturer narrative:
The incident marketed by deroyal was returned for inspection and eval; and was subsequently forwarded to the outside vendor of the extendevac. The MFR was asked to fully investigate the cause of the reported incident and provide a full written investigative report giving a root cause with the report to include corrective and preventative actions. The MFR¿s investigative report advises that the device was manufactured to the device master record specification and in compliance with (B)(4), part 1 of cmdr and FDA requirements. The only root cause probable according to the MFR¿s investigation is that the extendevac was used in lifting tissue during the procedure which caused the crack of the telescope; and no determination could be made as to how the device shorted out. Due to the investigative findings, the MFR determined processes in place were sufficient to assure the device performance expected. Add¿l info regarding pt impact due to interaction with the incident device was requested from the user facility. Info returned states the surgeon removed the burned tissue and the pt was fine and the result was good. Nothing further has been received regarding this incident at the date of this medwatch.